Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that insulin pump alarmed power loss after receiving a replacement of battery cap. The customer¿s blood glucose value was unknown. Sometimes the pump would not power up at all. The insulin pump will not be returned for analysis.